Event description:
The customer returned the canopy without previously reporting it to posey. No specific complaint provided on this unit. There was no pt injury reported. Inspection of the returned product by posey shows that the large windows a & b zipper slider body is open and there are holes in the netting of window b.

Manufacturer narrative:
(B) (4). Eval of the returned product shows that the large window a slider body is open. Front side a literature bag has 2 inch hole in netting. Large window b slider body is open. Backside b five small 1" holes. Right side c right leg cap elastic ripped. (B) (4).